Manufacturer narrative:
As reported, there was fluid in the battery compartment of the bard/davol hydrosurg plus irrigator that was noted during the procedure. The sample was discarded and not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without sample evaluation, a definitive conclusion cannot be made. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, on (B)(6) 2021 during an unknown procedure a bard/davol hydrosurg irrigation device was leaking fluid from the battery compartment. It was reported that the device did function as intended. There was no reported harm to patient or user.